Manufacturer narrative:
Findings: pump passed displacement prime/a33, basic occlusion and occlusion tests. No alarms noted. Unit had cracked case window display corners and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 424 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.